Manufacturer narrative:
This report is submitted on april 27, 2018, (B)(4).

Event description:
Per the surgeon, the patient was administered a topical antibiotic and steroid due to skin irritation at the abutment site. Revision surgery is planned; however has yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the abutment was removed under a general anaesthetic on (B)(6) 2018.